Event description:
Upon removal of the articulating surface, the doctor noted that the surface was pitted.

Manufacturer narrative:
(B) (4). Eval summary - the component was discarded by the hospital and thus, was not returned for eval. Also, no x-rays were returned for review. Pt info such as height, weight, and activity level is unk. Additionally, there have not been any other complaints reported for this lot number. Because the device was not returned for eval, analysis cannot be performed to determine the root cause of the alleged pitting. Due to insufficient info, a root cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.